Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD implanted: (B)(6) 2015. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high undefined impedance in the rv coil. The lead had a confirmed fracture. The lead was capped and a new lead was attempted to be implanted but not used. The attempted lead had a screw mechanism that did not work properly. The screw would not deploy. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.